Event description:
Patient reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed 1 opening assessed as unidentified (tear) opening. (Shell thickness was within specification. ¿ seroma- late: unable to observe as it is not related to the device. No other observations observed, no further actions are required. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side rupture. Device has been explanted and replaced. Patient later reported "fluid collection was suspected via ultrasound in (B)(6) 2024".